Manufacturer narrative:
(B)(4). Batch # t5at00. Investigation summary: a photo and video were received: upon visual inspection of a photo and a video, the following was observed: the photo shows tissue from front view and several staples can be seen not completely formed. The video shows a device with a green reload loaded and tissue is placed between anvil and reload. In addition, staples can be seen on the tissue when the jaws were placed. When the device is firing, knife sled finished the firing and returned to its home position. It is possible that the firing was done over an existing staples or thicker tissue than indicated. Based on the photo and video the event describe is confirmed, however no conclusion or root cause could be determined. The analysis found that one pse45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple form release criteria. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Additional information requested and received: to clarify the event based on the image and video provided, what was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Malformed. Was the staple line interrupted; staples not present/visible on any portion of the staple line? Maybe, as the tissue plowing issue, could not confirm if all the staples deployed. Was there any unexpected bleeding? No. If so, how was the bleeding controlled? How much blood was lost (ml)? No. Did the patient require a transfusion? No.

Event description:
It was reported that during the right upper lobectomy surgery, after fired, noted tissue plowing issue, the tissue was not cut off, but deployed the staples into tissue as the video and photo shows. Suture was used to oversew. There were no adverse consequences to the patient. No additional information could be provided.